Event description:
It was reported that the child was not using his implant any longer because of an infection, which could not be healed. Therefore, the surgeon decided to explant the device. The clinic ruled out any correlation between implant and infection. The pt was explanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a f/u report.